Event description:
It was reported that the right atrial (ra) lead failed a lead position check and exhibited undersensing during atrial fibrillation at times. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.